Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic having some sort of pulseless electrical activity (pea) event associated with choking. Upon interrogation, the implantable cardioverter-defibrillator exhibited intermittent under-sensing on the ventricular events. The physician elected not to do programming changes based off the type of event. The patient was unstable.